Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a laparoscopic right hemicolectomy procedure when it was reported ¿the trocar tip was broken during the surgery. At the end of the operation, the surgeon looked over the abdominal cavity with a camera and saw debris, where he realized that the as port had been ruptured. Fragments were quickly removed with fenestrated grasping forceps. The surgeon's opinion is that he does not believe that the operation will damage the outside.¿ the procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The distal tip of the cannula is broken. All pieces were returned. While a root cause cannot be determined a likely cause was the application of excessive force during use. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a laparoscopic right hemicolectomy procedure when it was reported ¿the trocar tip was broken during the surgery. At the end of the operation, the surgeon looked over the abdominal cavity with a camera and saw debris, where he realized that the as port had been ruptured. Fragments were quickly removed with fenestrated grasping forceps. The surgeon's opinion is that he does not believe that the operation will damage the outside.¿ the procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.